Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a 3b endoleak on (B)(6) 2018. The reported endoleak was discovered during routine follow-up on an unknown date. As the date of event is unknown, the best estimate (B)(6) 2018 was used. The patient was originally implanted with an afx bifurcated stent graft and two (2) infrarenal aortic extensions on (B)(6) 2013 by physician (B)(6) at medical center of (B)(6). Re-intervention is planned but has not been scheduled. The patient is asymptomatic.

Event description:
The physician elected to treat the patient by implanting a bifurcated afx2 device on (B)(6) 2018. The secondary treatment successfully resolved the reported endoleak, and concluded without incident.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the type iiib endoleak of the main body complaint is confirmed. The complaint is most likely device related (use of strata material). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable post successful endovascular repair. The clinical assessment determined that there was evidence to reasonable suggest sac growth occurred that was not included in the event as reported. The sac growth was discovered on (B)(6) 2018 during review of the 54 month post implant CT scan. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).